Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec observed that the internal flow transducer (ift) cable was not fully seated. Ventec then reseated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift cable was not fully seated.

Event description:
While performing maintenance on a ventec loaner device, ventec observed that it continuously rebooted by itself. There was no patient involvement associated with the reported event.